Event description:
It was reported that the patient was experiencing pain at the site of the ipg. Patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient experienced pain at the site of the ipg was reported to abbott. As a result, the patient's ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.